Event description:
Reporter indicated that a vns pt had his device replaced due to end of service. The explanted device was returned to the MFR for analysis and the reported end of service condition was confirmed. During device evaluation, a leaky q10 component was identified which could potentially be a contributing factor to the end of service condition of the generator. The q10 component was replaced with a good bench component and the device then met all requirements of the module-level test.